Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device alarmed a power error detected. The customer's blood glucose during the incident was unknown. Troubleshooting was performed and they were able to clear the alarm. However, the customer called back the next day to report that the power error detected alarm recurred after inserting a new battery. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device received with power error in pump history files, however the battery power graph does not confirm power error. Internal battery was replaced and monitored for one week. Battery power graph still does not confirm power error . No battery alert noted during testing.